Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient wasn't able to adjust his stimulation the way he had wanted "last night." It was stated that the stimulation had been more than what the patient programmer had been showing and that it had been too high. The stimulation was much stronger than he had set it at. At some point the patient had to turn it off so that he could sleep, but it worked "fine" the morning of the report. The patient was able to adjust the stimulation to the level he wanted, and he remained in standing position for more than 3 minutes, but that adjustment didn't take hold. Additionally, it was mentioned that about a week prior, when his implant had been "down to about a quarter mark," he had not been able to make stimulation changes for a certain position, but he had been able to make the change after the implant had been recharged. The patient's implant started "cutting up" a few weeks ago. The patient's status was stated as unknown. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.